Manufacturer narrative:
Device evaluation: during the technical inspection the error description provided by the customer (no image, complete darkness ) was confirmed. Overall, the following defects were found: -blade worn. -adhesive joints on camera head worn. -leaking. -cover worn. -plug worn. The device met the test specifications at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the most likely cause of the error described is improper use by the user or during reprocessing. The corresponding IFU usb826_en_v1.2_11-2021_IFU_ce-MDR contains among others the following note under chapter 3.2 correct handling and product testing that the product must be checked for functionality and damage before and after each use. In addition, a functional test (including light transmission and sufficient image quality) is described. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the light is poor. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer on (B)(6),2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. This event is filed under internal complaint ID (B)(4).